Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image was dark. The issue was found during reprocessing. There was no patient involvement and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found a failed water leak test from the cable. Based on the results of the investigation, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head image was dark. The issue was found during reprocessing. There was no patient involvement and no reports of patient harm.